Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a reported leak. This issue does not constitute an MDR-reportable event. However, an MDR-reportable failure was identified during testing at the service center. Upon inspection, foreign objects were found in the air water cylinder and the air water tube. There was no patient involvement.